Event description:
It was reported that the device triggered a patient alert. Upon interrogation, it was noted that the device experienced a power on reset (por) at the same time a shock was provided for a fast ventricular tachycardia episode. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was a power on reset (por) - power on reset parameters. There was one por for vreg monitor on (B)(4) 2011 and one patient alert for a device circuit error on (B)(4) 2011.